Manufacturer narrative:
Inspected 1 random partial opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a paradigm insulin pump, connected the sensor to the transmitter and placed it in solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications. Cannot perform test as the sensor was beyond its expiration date. Also found sensor with cannula bent. Analysis was unable to confirm customer received sensor in said condition due to customer returned opened/used. Unable to confirm insertion/needle complaint due to customer return sensors no needles. Unable to performed or reproduce skin irritation in lab. (B)(4).

Event description:
The customer reported via phone call that they had issues with their sensors. The sensor had hit a blood vessel and had suspended insulin delivery. The customer¿s blood glucose during the reported event was 142 mg/dl while their sensor glucose was reading 0 mg/dl. Troubleshooting was performed. The sensor was returned for analysis.